Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon used his tibial plateau leveling osteotomy saw blade 24mm for the first time this morning. It broke in two in the middle of osteotomy, without warning. The surgery was normal. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
An investigation was conducted and it states that the broken (cracked) saw blade was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous which indicates material conformity. Based on these findings, the cause of failure is not due to any manufacturing non-conformances.